Event description:
Post transfemoral sapien xt valve placement, the valve landed 90/10 aortic/ventricular (a/v) with severe paravalvular leak (pvl) requiring placement of a second valve. The 23mm sapien xt valve was advanced across the aortic annulus and prepared for deployment. During rapid pacing and injection of the coronary sinus, it was noted that the valve was in an estimated 90/10 a/v position. The cardiologist stated he was going to move the valve more ventricular prior to deployment. Upon hearing this, the surgeon began to deploy the valve. The valve was only able to be advanced ventricular a very short distance. Post deployment and removal of the delivery system, aortic root angiogram revealed severe pvl with the thv 90/10 a/v. A second 23mm thv and delivery system were prepped and the valve was deployed in a 50:50 position resulting in trace pvl. A new lbbb was noted post procedure. The patient left the cath lab in good spirits. That evening the qrs complex narrowed and the lbbb resolved with the patient experiencing no adverse side effects. The root cause of the too aortic position was the premature inflation of the atrion device, prior to the valve being in its proper 50:50 position. The patient had moderate aortic root calcification with a severely calcified native annulus and leaflets.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) and device malposition requiring intervention is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, the valve was deployed prior to correct positioning, resulting in malposition and subsequent pvl. The exact cause of the lbbb cannot be confirmed. It is possible that the procedure itself, in addition to the patient¿s severely calcified native annulus and leaflets contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.